Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that eight years following an intraocular lens (iol) implant procedure, a patient is experiencing worsening vision and glistenings were observed on the lens. The physician noted he believes the glistenings are associated with the patient's worsening vision. He is considering an iol explantation if the patient is not satisfied with their vision. Additional information has been requested.